Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "revised due to pt instability. Surgeon noted wear on the posterior lateral side."